Event description:
It was reported an issue with monosyn suture. The client reported a wrong label in the box. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 box with novosyn (B)(6) label but inside there is monosyn (B)(6). Additional label (korean label is also corresponding to novosyn product). We have identified two deliveries from july 2024 with both affected products (monosyn and novosyn). It is possible that in one of them we had an issue with a box, and it was manually re-labeled incorrectly. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that this is due to an accidental unit that was manually re-labeled incorrectly. Final conclusion: considering that the box received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the box received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.